Event description:
Status post stage ii right intraductal cancer in 1963. Pt had a radical mastectomy with post-op radiation and has been "no evidence of disease" since. Pt had breast reconstruction using a triceps flap and another local flap. The 1st stage was done and the 2nd stage involved a 340cc gel prosthesis and an unknown size gel pectus implant along with a 100cc saline implant on the left with mastopexy. The "na" complex was reconstructed and a left keyhole mastopexy done. Pt complains of systemic problems including arthralgias, myalgias, numbness, swelling, chronic fatigue, low grade fevers, hot flashes, headaches, visual disturbance, dizzy spells, memory loss, dry mucus membranes, rashes, sensitivity to sun/cold, gi/gu disturbance.